Event description:
Pump returned for routine servicing found to have failure code 533:320:717:0000 in event history. The failure code will stop the channels in use while giving an audible and visual alarm. No pt info or involvement was reported at the time.